Event description:
An 8 mm diameter x 40 mm length bridge assurant biliary stent was implanted in a patient for treatment of a right common iliac artery stenosis in 2003. Vessel morphology was non-tortuous with little calcification. Initially, an 8 mm diameter x 60 mm length bridge assurant stent (mfg #2953200-2003-01038) was inserted with difficulty through a cordis 6 french brite tip sheath, requiring force to advance the stent to the lesion. When the device reached the lesion, the balloon would not inflate. During attempts to remove the device, the stent accordioned to approximately 20 mm. The stent dislodged from the balloon at the tip of the sheath and migrated to the femoral artery. The physician unsuccessfully attempted to expand the accordioned stent. The delivery system was removed, and a kink was noted 30 mm proximal to the balloon. The 8 mm diameter x 40 mm length stent was then inserted through a 7 french cordis brite tip sheath and success. In an unsuccessful attempt to deflate the balloon, the stent delivery system was cut above the luer. The stent delivery system was pulled back to the tip of the sheath and both were removed from the patient. A cut down was performed to remove the first dislodged stent and patch the artery. The aorta was dissected during the procedure, requiring repair with an 8 mm diameter x 30 mm length stent. A second 8 mm diameter x 40 mm length bridge assurant stent was implanted without incident in the right common iliac artery. No clinical sequelae were reported, and the patient is reported to be fine. The device was not returned for analysis.